Manufacturer narrative:
Additional information: b2, b5.

Event description:
Additional information received indicated that the patient experienced worsening left sided muscle weakness. This occurred (B)(6) 2020 and the patient was hospitalized from (B)(6) 2020. The patient received physical and occupational therapy. The event is now considered resolved with sequela on (B)(6) 2020.

Event description:
It was reported that following an ablation procedure, the patient experienced left sided muscle weakness. This patient required hospitalization from (B)(6) 2020 to (B)(6) 2020 which included a regimen of steroids along with physical and occupational therapy. The patient was then discharged from inpatient hospitalization on (B)(6) 2020. The event was considered to be possibly related to the surgical procedure and was noted to be ongoing at discharge. There were no further patient complications reported in relation to this event.